Event description:
It was reported that patient underwent a left external fixation procedure on (B)(6) 2015. Subsequently, a revision procedure has been indicated due to external fixator fracture; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.